Event description:
A peritoneal dialysis (pd) patient reported to fresenius that a fluid leak occurred during pd treatment with the liberty cycler set. The fluid leak occurred at the connection between the liberty cycler set and the patient's catheter. The patient was not securely connected. The liberty select cycler alarmed several times during drain 2 of 4 of treatment with the m31 air detected in cassette alarm and treatment was cancelled. Fluid did not come into contact with the cycler. The pd registered nurse (pdrn) provided additional information during follow-up. The patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The patient is trained to perform continuous ambulatory peritoneal dialysis (capd) however treatment ended for the night once the fluid leak was encountered. The pdrn believed there was an issue with the cycler set and the reported fluid leak was not the result of use error. The cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the manufacturer received one complaint product sample with lot number 22sr08077 from the product 050-87216. The sample was received open with original packaging. The complaint product sample was disinfected and as the complaint product sample was being disinfected and prepared for analysis, a leak was found on the cassette film. The complaint product sample was visually inspected by microscope and a tear was found in the cassette film. No damages were found in the cassette hard plastic. Probable causes for this failure include a sharp pump door that closes unexpectedly during set up, stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump, a finishing problem due to a sharp point created or cassette damaged mechanically, or shipping or transportation damaging the product. A DHR review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The reported issue was able to be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that a fluid leak occurred during pd treatment with the liberty cycler set. The fluid leak occurred at the connection between the liberty cycler set and the patient's catheter. The patient was not securely connected. The liberty select cycler alarmed several times during drain 2 of 4 of treatment with the m31 air detected in cassette alarm and treatment was cancelled. Fluid did not come into contact with the cycler. The pd registered nurse (pdrn) provided additional information during follow-up. The patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The patient is trained to perform continuous ambulatory peritoneal dialysis (capd) however treatment ended for the night once the fluid leak was encountered. The pdrn believed there was an issue with the cycler set and the reported fluid leak was not the result of use error. The cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.